Event description:
The customer reported that the system would not synchronize the monitor output. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep cleaned and reseated the camera and the high voltage cable connections. The system was tested and found to be working as intended and put back into service.